Event description:
The manufacturer received information alleging device will not power on and has a burning odor. There was no report of patient harm or injury. Medical intervention was not specified. The device was returned to the product investigation laboratory for evaluation. During the investigation, the manufacturer observed an unknown dust contaminant on the water tank lid, water tank seal, and the water tank. Evidence of liquid ingress with potential mineral deposits was observed on the water tank. The manufacturer observed the top enclosure/ui display bezel screw was missing from the device. An unknown dust contaminant was observed on the ui display bezel along with what appeared to be burn marks on it and the ui ribbon cable. An unknown dust contaminant, hair-like particles, and evidence of liquid ingress was observed on the top enclosure and center enclosure. An unknown dust contaminant was observed on the inlet/outlet seal. An unknown dust contaminant, hair-like particles, and evidence of liquid ingress was observed on the iso port, along with what appeared to be burn marks. The q3 component of the pca was observed to have had a thermal event, along with areas of corrosion to the pca, likely due to liquid ingress. An unknown dust contaminant was observed inside the inlet of the blower box, on the blower, blower seal, and blower box. Evidence of liquid ingress was observed on the blower and blower box. The p3 power connector was observed to have had corrosion to it, likely due to liquid ingress to it. Hair-like particles were observed on the heater plate and bottom enclosure. The bottom enclosure was also observed to have an unknown dust contaminant and evidence of liquid ingress to it. The manufacturer was able to confirm the complaint of the device not powering on and a burning odor. The device has been scrapped.